Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The current remaining longevity was 3.5 years. It was noted that the patient had a high left ventricular threshold and biventricular pacing was 98% of the time. A request was made to have data from this device analyzed. The crt-p remains in service and no adverse patient effects were reported.